Event description:
The clinic reported receiving an air in blood alarm two hrs into the treatment. Microbubbles were noted in the venous bloodline up to the pt. The pt's oxygen saturation reportedly decreased with the pt possibly becoming symptomatic. No further info is available.